Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a thoratic endovascular aortic repair for a patient with a thoracic aortic aneurysm a 8mm 60cm hemashield mdv graft was used a blood transmission. The location was left subclavian. During the procedure, a blood leak was noted from whole surface of about 20-30 proximal part of the graft. The surgeon used gauze to stop the bleeding. The graft was sutured to the right vessel to complete the procedure. The total amount of blood leakage was unknown.